Manufacturer narrative:
The bactiseal peritoneal catheter (ID 823074) was returned for evaluation. Failure analysis - the catheter was visually inspected: no defects were found. The catheter was irrigated, no occlusions noted. The complaint is unconfirmed. Root cause - no root cause for the issue reported by the customer could be determined as no defects could be found with the catheter. However, a possible root cause for the issue reported by the customer, could be due to catheter susceptible to kinking which could lead to an occlusion. As seen in the investigation no occlusion was found with the catheter.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2023-00253. A physician reported a certas valve (ID 828804) and bactiseal peritoneal catheter (ID 823074) were implanted via lumbar peritoneal shunt on (B)(6)2023 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj), and bactiseal peritoneal catheter (ID 823074) (serial;unk). The patient's symptoms worsened from mid-june. Due to suspicion of obstruction, the valve and the catheter were removed and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.